Event description:
It was reported that this system was explanted as it was pushing on the patient's skin. An infection was also noted. A replacement transvenous system was implanted. Efforts to obtain additional complaint details were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
Visual inspection of the returned product identified the electrode had been severed approximately six centimeters from the terminal pin and was received in two segments. The damage was the result of the explant procedure. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted as it was pushing on the patient's skin. An infection was also noted. A replacement transvenous system was implanted. Efforts to obtain additional complaint details were unsuccessful. No additional adverse patient effects were reported.